Event description:
It was reported, during remote follow up. That the implantable cardioverter defibrillator exhibited oversensing, due to noise. The patient allegedly received inappropriate shocks, but no record of said shocks were seen on upon review. The device will continue to be monitored. The patient was stable.